Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl and below. Reportedly the customer entered a 12-unit bolus instead of entering 12 grams of carbs into their bolus menu. Subsequently the customer also was experiencing slurred speech. Customer consumed carbohydrates to address bg and disconnected the pump to prevent further insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.